Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), headache ("headches"), pruritus ("itchy skin and scalp") and skin odour abnormal ("arm pit odor"). The patient was treated with surgery (removal). Essure was removed. At the time of the report, the back pain and arthralgia was resolving and the headache, pruritus and skin odour abnormal had resolved. The reporter considered arthralgia, back pain, headache, pruritus and skin odour abnormal to be related to essure. Concerning the injuries reported in this case, the following one were described in patients social media :- back pain headaches, itchy skin, joint pain, body odor, scalp disorder. Most recent follow-up information incorporated above includes: on 18-oct-2019: with follow up received on 18-oct-2019 via social media it was detected that this report was a duplicate to record # us-bayer-2015-464214 to which all information was transferred, then this duplicate record # us-bayer-2019-137850 will be deleted. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), headache ("headaches"), pruritus ("itchy skin and scalp") and skin odour abnormal ("arm pit odor"). The patient was treated with surgery (removal). Essure was removed. At the time of the report, the back pain and arthralgia was resolving and the headache, pruritus and skin odour abnormal had resolved. The reporter considered arthralgia, back pain, headache, pruritus and skin odour abnormal to be related to essure. Concerning the injuries reported in this case, the following one were described in patients social media:- back pain headaches, itchy skin, joint pain, body odor, scalp disorder. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.